Event description:
Updated summary: the allegation of device malfunction was over delivery. Customer alleged over delivery because they said the 300u that was replaced yesterday was already finished by the morning. No further information was provided. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 1.8 mmol/l. The customer reported symptoms of hypoglycemia was loss of consciousness. The hypoglycemia treated with glucose/carb intake, ems/ambulance/ER visit, ems/ambulance/ER visit. The event involved product(s) mmt-712ews. Trouble shooting was performed and customer reported low blood glucose and received medical treatment. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer believes the pump is over delivering. No further patient complications were reported. Product return requested for mmt-712ews. It was unknown whether the customer will continue to use the insulin pump or not. Customer declined to return, or is unable to return.